Event description:
Boston scientific crm received info that this right atrial (ra) lead dislodged overnight. A lead revision was performed one day post implant where this lead was successfully repositioned. Other than the procedure, no adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this event will be updated. Dates were provided by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.